Event description:
Reportedly, the pacing system was implanted on (B)(6) 2022 and removed on (B)(6) 2022, one week after implantation, due to suspected bacterial infection (mrsa). Both pacemaker and lead were discarded at the hospital.

Manufacturer narrative:
Evaluation : - the subject devices were sterilized and released according to applicable standard operating procedures. - nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. - it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.